Manufacturer narrative:
The left log show suction events and preventing retrograde flow alarms during the end of the case. A visual inspection of the pump did not reveal any abnormalities. No kinks or biomaterial was observed. The pump was attached to a purge cassette and an aic and was run. The pump operated to specification and the low pump flow was not reproduced. The cause of the low pump flow was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a 5.5 support in which had a thrombosis at subrenal artery. There was no harm or injury or allegation made against the impella contributing to the thrombosis. There was heparin-induced thrombocytopenia¿hit+ concerns. The impella had flow drops during the support.